Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing ineffective therapy and was unable to set their ipg to MRI mode due to high impedances. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
A patient unable to set their ipg to MRI mode was reported to abbott. The patient was experiencing ineffective therapy and was unable to set their ipg to MRI mode due to high impedances. The patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-op. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.